Event description:
Allegedly per consistent tibial fixation failure resolved with a new generation tibial design for the expandable repiphysis prosthesis:(B)(4), 4 patients revised to the 2nd gen tibial base plate due to radiographic failure at tibial implant-bone interface with some of these leading fracture or remodeling of the posterior cortex.

Manufacturer narrative:
The complaint database was also reviewed.

Manufacturer narrative:
The investigation is not complete. Trends will be evaluated. This report will be updated when the investigation is complete.